Event description:
It was reported that during engineering evaluation, the attachment device "failed the temperature acceptance test". The event was not related to surgery. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation.  Reliability engineering evaluated the device.  A functional assessment was performed and it was discovered that the device failed the vibration and temperature acceptance test (over high limit).  Therefore, the reported condition was confirmed.  The assignable root cause was determined to be normal wear over time.  If additional information should become available, a supplemental medwatch report will be submitted accordingly.